Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weakness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Wife is calling on behalf of the customer. At the time of the call the customer reported feeling weak; medical attention was not needed at the time. Customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 68 mg/dl using true metrix meter. The customer does not know his expected blood glucose test result range; customer stated this is the first time he is performing a blood test. Customer stated that he has not eaten yet; customer stated he will eat and then perform another blood test. The product is stored according to specification; location was not disclosed but customer stated they are stored at room temperature. The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of 19-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Corrected sections as of 19-apr-2022: h1: type of reportable event corrected from "malfunction" to "serious injury" due to symptoms.